Manufacturer narrative:
(B)(4). The lot was manufactured from june 26, 2014 ¿ june 27, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor delivered its contents at a slower rate than expected. According to the report, the device was filled with 60 ml of desferal (non-baxter product) and connected the patient. The expected infusion time was not specified; however, the actual infusion lasted 12 hours longer than expected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.